Manufacturer narrative:
Date rec'd by MFR: 31jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the unit had approximately 35,000 hours of operation. The service technician informed the customer that the liquid crystal display has reached the end of it's useful life. The technician recommended that the customer replacing the user interface module and upgrading the software to version (B)(4). The customer replaced the user interface assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a dim display. There was no patient involvement.